Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that t.w. Power supply was not working, no longer turned on. This was noticed by cvor staff prior to case, before patient in room. No patient involvement. Biomed dept is aware that the power supply is very old, manufacture date of april 2006, and out of warranty. No further information available.